Event description:
It was reported that the subject coil detached during the procedure when an attempt was made to retract it into the microcatheter to reposition the subject coil. No clinical consequences reported to the patient.

Event description:
It was reported that the subject coil detached during the procedure when an attempt was made to retract it into the microcatheter to reposition the subject coil. No clinical consequences reported to the patient.

Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The device was returned together with un-known device. The main coil was found to be kinked/bent and detached/separated. Additionally, the core delivery wire was found to be kinked/ bent. The functional testing could not be performed due to the condition of the returned device. The reported main coil prematurely detached/separated during use was confirmed during the analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The returned device was analyzed. The main coil was found to be prematurely detached/separated and kinked/bent. The coil delivery wire was found to be kinked/bent. An assignable cause of procedural factors will be assigned to the reported and as analyzed ¿main coil prematurely detached/separated during use and to ¿main coil kinked/bent¿, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. A probable cause of handling damage was assigned to the ¿coil delivery wire kinked/bent¿ as the defect appears to be associated with handling of the product or portion of the product during the procedure.